Event description:
It was reported that the patient presented in clinic after experiencing pre syncope and fatigue. The right ventricular lead was deemed to be working inappropriately and exhibited capture anomaly once in the procedure. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.